Manufacturer narrative:
Corrected data: d10, g2. The device was returned to olympus for inspection, and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that when using the deflectable videoscope the image became noisy when angulating to the right. The malfunction occurred during a therapeutic laparoscopic procedure. The procedure was completed with a similar device with no delay. There were no reports of patient harm.